Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. This device was explanted and replaced. No additional adverse patient effects.